Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 3 was not detected on the bus due to the faulty 903 board. A field service engineer replaced the 903 board and subsequently tested all drawers and slides to ensure their proper functionality. The engineer also opened the top cover to inspect the connections and removed the dusts from the electronic components located underneath and confirmed that the issue was resolved now. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation system had a drawer failure. The customer had tried to recover the drawer by rebooting the station, but the issue persists. The customer stated this malfunction occurred while issuing medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this incident.